Event description:
It was reported that the pt had a "flurry of partial seizures, which last approx 30 minutes" at the end of a doctor's visit on (B)(6) 2011. The physician at that time came in and adjusted his vns and also used the magnet to stimulate his vns, but seizures continued. Pt then went to the hospital. Pt underwent prophylactic generator replacement surgery on (B)(6) 2011. Attempts for further info have been unsuccessful to date.